Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The returned fiber does not exhibit signs of usage. The fiber tip is broken and detached 1 inch from the distal end of the fiber. The distal part of the fiber/cap was not returned. It cannot be determined if the fiber break occurred during shipping or preparation of the device. An assignable cause of cause not established was assigned to this investigation.

Event description:
Analysis of the returned fiber revealed that the fiber tip is broken. There were no patient clinical consequences reported.